Event description:
An olympus product manager reported that a reusable bipolar forceps arched inside a pt when it was used for the first time during a laparoscopic gynecology procedure. The manager stated that when sparking occurred, a burning smell of plastic was noted in the procedure room. As a result of the sparking, the bipolar forceps could no longer coagulate pt tissue as intended. The procedure was continued with a second bipolar forceps. There were no injuries related to the occurrence.